Manufacturer narrative:
Radiograph confirmed the event. The shank head and tulip were returned for evaluation, most of the screw shank remains encased in the patient bone. Lot code on shank head illegible. Inspection of the shank remains does not suggest manufacturing errors, nor discrepancies with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure given the duration to failure is greater than two years the fracture may have occurred as a result of fatigue due to non-union or high pre-load on the construct. Patient activity levels are unknown. Review of labeling notes: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, infection, decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the presence of the device" "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone" "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed."

Event description:
On (B)(6) 2014 a male patient underwent a unilateral posterior fixation procedure on l5-s1 without issue. Two years later, the patient felt a change in the construct and radiograph confirmed the s1 screw was fractured. (B)(6) 2016 a revision was performed to remove the fractured screw portion at s1 along with the rod and l5 screw. The remainder of the s1 shank was left in patient's sacrum . No patient injury reported.